Event description:
Eye injury to both eyes; auquasoft disposable contacts manufactured and sold by 1800 contacts. I had two instances within a couple of days in each eye, where I had a contaminant/ irritation in my eye- that took ours to get out or feel normal. I have been using this brand for over a year, but they recently changed the box and may have changed manufacturer's without my knowledge. FDA safety report ID# (B)(4).